Event description:
It was reported that the nurse had a patient that had been rewarming since 2100 in an arctic sun device. They had been using a temperature sensing foley for therapy. Nurse stated that the device recently alarmed patient temperature 1 out of range and the foley probe would not register at all. Nurse stated that they decided to plug in an esophageal probe to the arctic sun for therapy, however they noticed the esophageal probe was reading significantly lower than the bladder probe as well as the rectal probe on the bedside monitor. The bladder probe had been reading 37.1c, the rectal probe was also reading 37.1c, and the esophageal probe was reading 35.8c. Confirmed with nurse they did not had any tube feedings running through an nasogastric or orogastric tube. Suggested nurse to confirm the esophageal probe was in place, nurse stated that the patient¿s tongue was swollen so it might be an issue. Had nurse flex the temperature cable, patient temperature did not fluctuate. Nurse was asking how they could fix the bladder probe. Explained to nurse if the bladder probe was not registering on the arctic sun device or on the bedside monitor, it was likely damaged. Informed nurse they would need to replace the temperature sensing foley in order to use a bladder probe. Explained it was best to use two correlating temperatures for accuracy. Nurse stated that they would replace the foley because they did not think the esophageal probe was accurate. Encouraged nurse to call back with any more issues. Unable to get s/n, nurse was calling from nurses station and was not in the patients room. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a patient that had been rewarming since 2100 in an arctic sun device. They had been using a temperature sensing foley for therapy. Nurse stated that the device recently alarmed patient temperature 1 out of range and the foley probe would not register at all. Nurse stated that they decided to plug in an esophageal probe to the arctic sun for therapy, however they noticed the esophageal probe was reading significantly lower than the bladder probe as well as the rectal probe on the bedside monitor. The bladder probe had been reading 37.1c, the rectal probe was also reading 37.1c, and the esophageal probe was reading 35.8c. Confirmed with nurse they did not had any tube feedings running through an nasogastric or orogastric tube. Suggested nurse to confirm the esophageal probe was in place, nurse stated that the patient¿s tongue was swollen so it might be an issue. Had nurse flex the temperature cable, patient temperature did not fluctuate. Nurse was asking how they could fix the bladder probe. Explained to nurse if the bladder probe was not registering on the arctic sun device or on the bedside monitor, it was likely damaged. Informed nurse they would need to replace the temperature sensing foley in order to use a bladder probe. Explained it was best to use two correlating temperatures for accuracy. Nurse stated that they would replace the foley because they did not think the esophageal probe was accurate. Encouraged nurse to call back with any more issues. Unable to get s/n, nurse was calling from nurses station and was not in the patients room. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.